Event description:
Corrected data: in section b5 of the initial medwatch report it was stated the hospital reported that "channel b was stopped, all other channels continued to operate with no problem." According to the event history log channel b continued to operate until the pump was shut down at 10:33 a.m. On january 9, 1997. Also, hospital reported the date of the event was 1/8/97, and the log indicates it occurred at approximately 12:30 a.m. On january 9, 1997.

Manufacturer narrative:
Evaluation summary: the instrument was taken to the MFR's service center for analysis. The event history log was downloaded and sent to MFR's failure analyst. Visual, functional, rate and volume accuracy tests were performed and the pump met all MFR specifications. All the pump alarms functioned and met specifications. The event history log indicated that the following took place on channel b leading up to the alleged incident: the instrument was in use for at least 36 hours prior to the incident and channel b was infusion a drug calculation mode with the dosage being varied between 20 to 17 ml/hr. At approximately 3:45 p.m. On 1/8/97 channel b went into a kvo alarm. A few moments later a vtbi of 240 was programmed, the dose set to 20 and the channel restarted. Two and a half hours later the volume infused was cleared on channel b. At approximately 1:08 a.m. On 1/9/97 a door open alarm was logged on channel b and the channel was immediately restarted. Two minutes later a kvo alarm occurred. At that time, channel b was selected and a vtbi of 250 mls was programmed and the channel was restarted. Thirty seconds later the vtbi was programmed again for 250 and again the channel was restarted. At approximately 6:00 a.m. The volume infused on channel b was cleared. At 10:33 a.m. The channel was stopped along with the other two channels that were infusing and the instrument was powered down. MFR was unable to confirm or duplicate the problem. According to the event log, channel b operated with no problems noted during the time of the incident.